Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely due to a broken cable however, the root cause of why the cable was broken could not be determined. The following is referenced in the device instructions for use (IFU) and may help detect or prevent the event: "confirm that the camera cable is not damaged." "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue; when connecting the device to the video processor, no image was displayed that is attributed to a defective cable subsequently an error message e311 was displayed. There were no defects observed on the cable and or ccd (charged coupled device) unit. The device was last serviced via repair in may 2021. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed that the customer camera head was being returned to the regional repair center for a reported image malfunction, ¿black screen, no picture¿ during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.